Event description:
It was reported that the patient experienced exit block. There was high impedance, non-sustained ventricular tachycardia (vt) with high frequency and fluctuating impedance on the superior vena cava (svc) coil. It was noted there was possible fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the right ventricular lead integrity alert, the impedance trend on the svc (superior vena cava) defibrillation coil was variable, and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Beginning (B)(6) 2014, v sensing integrity counts up to 362; vt-ns episodes with evidence of lead noise oversensing. On (B)(6) 2014, rv impedance measured 4047 ohms from a trend ranging 400-500 ohms. On (B)(6) 2014, svc coil impedance measured 208 ohms up from trend that variable from 136-186 ohms. Rv lead integrity warning occurred on (B)(6) 2014 for sensing integrity counter and 2 or more high rate nst episodes.